Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the jaw of the device broke down while the scrub nurse was cleaning the jaw. The procedure was already finished. There was no pt consequence.